Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During procedure, the balloon could not be inflated from the first time and had ruptured when tested outside the patient's body. The balloon was removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications were reported.